Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufactures right atrial (ra) lead had observations of noise that was being oversensed by the respiratory rate trend (rrt) sensor. Technical services recommended to leave it as it is or to turn off the rrt sensor. This crt-d and other manufactures ra lead remains in service. No adverse patient effects were reported.